Event description:
As reported by the user facility: "I spent the time between 10:50-12:30 trying to get our b braun IV pump to infuse levophed to a pt with poor bp. Pumps kept beeping "air in line" repeatedly with no visual air in the tubing. I changed 3 pumps and 3 IV tubings before I came across a pump that would work and infuse the vital medicine to the pt. During this time th... (B)(4).